Event description:
On (B)(6) 2015, a customer reported through e-mail to medela customer service that her pump in style advanced breast pump had low suction. In addition, the customer reported that she was diagnosed with mastitis. On (B)(6) 2015, a follow up clinical assessment was completed. The customer informed the clinician that her physician prescribed her antibiotics which resolved her mastitis. This event is an adverse event.

Manufacturer narrative:
The customer was not sent a replacement device as she decided to stop pumping. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with new consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.